Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) levels ranging between 200-300's mg/dl and ketones below trace level. A correction bolus via the pump was delivered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted and the supplies in use during the occlusion alarm had been changed, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer reverted to insulin pens for insulin therapy.